Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons sometimes harder to push. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejected new battery and had a unexplained no delivery alarms and also stated that backlight was dimmer. The insulin pump will not be returned for analysis.